Event description:
Boston scientific received information that this lead was exhibiting chronically high threshold measurements and low pacing impedance measurements. A review of the daily measurements noted a measurement of 150 ohms. A revision procedure was performed and the lead was replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.